Event description:
Tap it was reported that 69 dasy after implantation of an taxus express2 3.0x28 mm taxus drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid circumflex artery. A pre-intervention stenosis of 80% was reported. The lesion was balloon dilated and a 3.0x28 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No info was received on the vessel tortuosity and the vessel was reported as not calcified. The pt received plavix before the procedure and heparin during the procedure. The pt was placed on plavix following the procedure. Pt complications were reported as none. The pt presented 69 days after the initial procedure with an in-stent restenosis of 80% extending from the distal portion of the taxus stent into the non-stented vessel. Cutting balloon angioplasty was performed on the lesion and a 3.0x24 mm taxus stent was subsequently deployed in the vessel. A post-intervention stenosis of 0% was reported. Pt complications were reported as none.